Event description:
This ra lead was implanted on (B)(6)2016 and remains implanted as of this time. A call was received by technical services on (B)(6)2017 stating that this lead has atrial undersensing. It was also reported that there is a reduction in atrial sensing daily measurements from implant value. It was believed that the patient's automatic gain control programming in the atrium was 0.25mv. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).